Event description:
It was reported the screen was broken and needed to be replaced. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The display overlay was broken. The keyboard and sliding cover were missing.